Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the in.pact pacific drug-eluting pta balloon to treat the superficial femoral artery as per the IFU. Target vessel and lesion tortuousity reported to be normal. No difficulties were experienced when removing the device from the hoop. The device was prepped with no issues noted. No difficulty was experienced during removal of the sheath. No resistance or excessive force was used. It was reported a balloon twist was observed during inflation (pressure unknown). Another device was used to complete the procedure. No injury to the patient reported. Please note that in.pact pacific is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis. A visual and a tactile inspection was carried out on the returned device: a twist was found at 60mm from the proximal marker. Dry blood was found on the catheter. A 0.018¿ guidewire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test did not pass as bubbles emerged in the water column. An attempt to inflate the balloon was conducted however a leak was observed from the balloon. With a microscope, a pinhole was detected on the balloon, close to the twisted point. If information is provided in the future, a supplemental report will be issued.